Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-04630 and 2134265-2013-04631. It was reported that during percutaneous coronary intervention (pci) procedure, image appeared but ilab motor drive unit (mdu) was unable to perform pullback. All connections were checked for few times, but the issue was not resolved. No patient complications were reported and the patient status post procedure was stable.